Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to out of range pace impedances. The impedances were greater than 2000 ohms. Typically, the values were around 400 ohms, but there was one spike to 945 ohms in february. The patient was brought in for further evaluation and there was no noise observed. The system was left in unipolar as all measurements were stable. Boston scientific technical services (ts) discussed that there was no minute ventilation oversensing occurring, but the feature may be programmed off if the physician elected to do so. The patient is not dependent. This pacemaker and the existing rv lead remain in service. No adverse patient effects were reported.